Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed driveline (dl) wire damage that would have contributed to the reported low speed and pump stop events captured in the submitted log files. The submitted log file contained data from 22oct2020 through 07nov2020. Starting on (B)(6)2020, multiple low speed and pump stop events were observed throughout the file. The low speed and pump stop events were observed while the patient was supported by both the power module and while on battery power. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and two middle segments of the dl were returned measuring approximately 5¿ and 8.5¿. The remaining distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief and outflow graft bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The dl was cut approximately 3¿ from the pump housing and two middle segments of the dl were returned measuring approximately 5¿ and 8.5¿. The remaining distal portion of the dl was not returned. Electrical continuity testing of the dl did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket for the pump end dl and the 5¿ middle segment. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use, however severe breakdown was observed on the 5¿ middle segment. Upon removal of the metal braided shielding, each of the wires were observed to be breached on the 8.5¿ middle segment. The observed breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source using a grounded patient cable, the resulting electrical short to ground could have resulted in the reported low speed and pump stoppage events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04oct2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to an outside hospital emergency room. The staff there reported 0lpm flow and low speed hazards while on battery power. It was noted that the patient had a driveline repair prior to this in 2019 (MFR 2916596-2019-04564). A CT (computerized tomography) scan was performed which found no obvious break in the driveline. It was reported that a pump exchange was performed on (B)(6) 2020. The patient was reported to be doing well and the plan was to have the patient discharged on (B)(6) 2020. No further information was provided.